Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera cable cord had a cut on it. The issue occurred during a unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the cord. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. However, a definitve root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera cable cord had a cut on it. The issue occurred during a unknown procedure. There were no reports of patient harm.